Event description:
I had a total of 22 tms sessions. I started to get worse after one week. I had crying episodes, severe constant panic, severe insomnia, and increased sensitivity to medication. The psychiatrist told me to go off my 2 antidepressants. When I did, I ended up suicidal and was hospitalized. It's been a 3 year journey of trying to find meds I could tolerate and another hospitalization in (B)(6) of 2021. I have been worse since tms. FDA safety report ID# (B)(4).